Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent. Ams initiated a corrective action resulting from an internal quality systems audit to investigate the root cause regarding medwatch forms which had not been filed for these complaints. The investigation resulted in the need to file this medwatch 3500a form to address the corrective action. This is not related to any field action or product recalls.

Event description:
Clinical study site (B)(4); study subject (B)(4) was implanted with a topas sling system on (B)(6) 2010. On (B)(6) 2010, the pt was treated with antibiotics (keflex) for "cellulitis" at the left rectal incision. The event was resolved on (B)(6) 2010. The study site determined this was unrelated to the device.